Event description:
(B)(6) male patient called zoll customer support to report that his battery charger was unable to charge his battery packs. The patient was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause was isolated to contamination of the battery charger's pca board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the contaminated battery board. The patient received a replacement battery charger.